Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. The size of the implanted femoral head was incompatible with the size of the insert. It is essential that the implanted ceramic head matches the size of the corresponding liner, as any mismatch between components might to lead to intraoperative difficulties or postoperative complications. Review of the complaint history found no additional related complaints for this item. Two attached images were assessed. Based on the provided information, it can be assumed that one radiographs was taken before revision, due to a visible mismatch in the head and liner sizes; while the other was taken after revision. However, neither is dated, making it unclear which was taken immediately postoperatively prior to the discovery of the incorrectly sized femoral head implanted. No additional details in the email clarify which x-ray corresponds to the reported event. Based on the received correspondence, the event can be confirmed and the root cause attributed to a user error during implantation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that a patient had an initial hip procedure when the wrong size head was implanted. The size head did not fit the size insert. A revision of the total hip prosthesis took place one day later, where the correct size was placed. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Durasulâ®, alpha insert, hooded, gg/28 item# 0100013307 lot# unknown. Allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 48/gg item# 4243 lot# unknown. Tprlc 133 fp type1 pps so 8.0 item# 51-100080 lot# unknown. G2. Report source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.